Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2022 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old female patient underwent a primary breast augmentation surgery with unspecified gel implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed via physical exam and magnetic resonance imaging. As a result, the patient is scheduled for removal and replacement on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-09788 for the contralateral event.

Manufacturer narrative:
On nov 8, 2022, mentor became aware that the complaint device was manufactured at the mentor medical systems b.v. Facility in leiden, the netherlands. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. Manufacturer contact phone: (B)(6). Manufacturer¿s reference number: (B)(4).